Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that since (B)(6) 2023 they had been experiencing a discomfort ("electrical sensations", "power surges", "electrical pulls", "legs killing them from voltage discharges when around equipment with batteries in it") when they were around certain pieces of equipment that had a battery in it (electric wheel chair, computer, cell phone, ect). Pt said that these sensations would continue around the equipment even if their dbs was turned off and this made them want to have the dbs system removed. Pt said when they increased distance from the equipment the sensations went away). Patient said they had to put their electric wheelchair out of the house because it was making them sick. The patient said they have parkinson's disease so they had fallen more than once. The patient was redirected to their healthcare provider to further address the issue. Pt mentioned they had let their managing hcp know about the issue but the dr. Told them things like this weren't able to happen.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient called back and repeated previous information regarding the "power surges" they were experiencing. The patient added that they experienced these "surges" from high-voltage power lines 150 feet above them. The patient stated that their doctor tested the ins about a month and a half ago and told the patient that "three connections were green and one was red." The patient was redirected to their doctor to further address the issue.